Event description:
Customer called to report that after changing the battery, the insulin pump restarted, counted to six and reset again in an infinite loop. Tried a new battery, but the loop continued. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly but stopped at a full segment display due to a faulty component on the interface circuit board. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked cae at the reservoir tube window corner.